Manufacturer narrative:
Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The distributor reported an issue with a centrimag motor. When the motor was connected to a primary console, the unit still displays "motor disconnected: m2". With other motors, the console shows normal behavior. When the suspect motor was connected to another console, the same alarm was present. The suspect motor was returned for analysis.